Event description:
It was reported occlusion alarms occurred. There was no adverse impact to the customer¿s blood glucose level. Tandem technical support arranged to send the customer a replacement pump.